Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the 8th june 2009 and performed to specification up to the 29th april 2012. On the 6th may 2012 the device failed the weekly auto self-test due to a low battery. On the 9th may 2012 an increase in voltage suggests a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all weekly auto self-tests up to the 8th november 2015. During this time fluctuations in voltage were observed. Multiple manual powers mainly of ten minutes duration were observed in the device memory between the 14th november 2015 and the last log entry on the 16th november 2015. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore the fluctuation in voltage observed over the pogo-pins would likely account for the fluctuations in voltage observed throughout the history log. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.